Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained oversensing, noise on the right ventricular lead was suspected. The patient was brought to the clinic; noise could be reproduced with pocket manipulation. The patient noted that they had been in a car accident earlier in the year. Patient had blunt trauma from the accident and the noise succeeded the date. Programming changes were performed. The patient's condition was stable.